Event description:
It was reported that a smiths medical pump was under delivering. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a cracked battery door. The customer stated problem was not duplicated. The pump was slightly outside the manufacturing specification but the pump was tested and found it to be over delivering not under delivering. Therefore, the expulsor was trimmed slightly in order to bring the delivery into more nominal of a range. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.